Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. Insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that there were two black lines on the screen. Customer's blood glucose was 140 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.